Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was connected to a power source, it would not recognize the power source. The customer reported an elevated blood glucose (bg) level of 479 (mg/dl). Manual injections were delivered to address bg levels and for back up insulin therapy.